Event description:
Bipolar would not work. Product had patient contact but no patient harm. A new product was opened to complete the procedure. ====================== manufacturer response for saphena venapax, (brand not provided) (per site reporter). ====================== product returned to vendor for evaluation.